Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a combiset bloodline was split three hours and nineteen minutes into a patient's hd treatment while inside the 2008t hemodialysis (hd) machine's blood pump rotor. Upon follow up, it was confirmed that the machine alarmed with an air detector alarm. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient had eleven minutes left in treatment and requested an early termination. The patient¿s treatment was not restarted. It was noted that the blood pump was intact but the biomed changed the rotor as a precaution. No issues were found. The machine is back in service.